Event description:
It was reported that the patient fell on the stairs and fell directly on the incision where their implantable neurostimulator (ins) was implanted. The patient was initially unable to get their ins to turn on but they were eventually able to get the ins to turn on. When they got it to turn on it was shocking the patient¿s back and sending unpleasant sensations to the patient¿s rib cage. They could not get the stimulation to go into their leg where the stimulation was supposed to be. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).